Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient experienced alimentary tract hemorrhage and elevated cardiac troponin I (ctni). In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 90% stenosis and was 32mm long, with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilatation and placement of a 3mm x 32mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. On the following day, the patient was noted with alimentary tract hemorrhage and ctni rise. No action was taken to treat the events. On the same day, the patient was discharged on aspirin.

Event description:
It was reported that the patient experienced alimentary tract hemorrhage and elevated cardiac troponin I (ctni). In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 90% stenosis and was 32mm long, with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilatation and placement of a 3mm x 32mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. On the following day, the patient was noted with alimentary tract hemorrhage and ctni rise. No action was taken to treat the events. On the same day, the patient was discharged on aspirin.

Manufacturer narrative:
Updates: model umber updated from unknown to 9553. Lot number updated from unknown to 0021774245. Expiration date updated from unknown to 02/15/2020. Unique identifier (UDI ) # updated from unknown to (B)(4). Device manufacture date updated from unknown to 02/15/2018.